Event description:
Bone density scanner was reported having issues with communication to the main workstation. After troubleshooting with the vendor, it was determined that the power supply on the scanner was bad.